Event description:
Cleaning brushes of multiple diameters were used to process an olympus tgf-160f duodenoscope. It was later discovered that they failed to remove a lodged stent within the channel of the scope. It failed one out of every three uses. The brushes used were from u.s. Endoscopy, as per olympus recommendation, however, similar brushes by olympus also exhibited the same failure.